Event description:
It was reported that during an angioplasty procedure to treat the fistula venous stenosis, the pta balloon was allegedly ruptured longitudinally at 26 atm during the third pressurization. It was further reported that the balloon could be removed smoothly after the rupture. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one conquest pta dilatation catheter was returned for evaluation. Fiber disturbance/frayed fibers were noted at the proximal end of the balloon. No specific anomalies were noted on the returned device during the visual evaluation. On functional testing, the balloon was inflated with an in-house presto inflation device. Water was leaking from the balloon; further, the balloon was stripped, and under microscopic observations, a longitudinal rupture was noted in the balloon. No other functional testing was done. One photo was reviewed. The photo shows the inflation luer of the catheter being connected to a syringe, and no other anomalies noted. No objective evidence of balloon rupture can be noted. Also, the photo contains the outer package which contains product details, which can be verified with the reported details. The submitted photo doesn't show any specific anomalies. However, in the sample analysis of the returned device, fiber disturbance/frayed fibers were noted at the proximal end of the balloon during the visual evaluation and during the microscopic observation, a longitudinal balloon rupture was noted. Therefore, the investigation is confirmed for the reported balloon rupture and also confirmed for the identified unraveled fibers. A definitive root cause for the reported balloon rupture and identified unraveled fibers could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one conquest pta dilatation catheter was returned for evaluation. Fiber disturbance/frayed fibers were noted at the proximal end of the balloon. No specific anomalies were noted on the returned device during the visual evaluation. On functional testing, the balloon was inflated with an in-house presto inflation device. Water was leaking from the balloon; further, the balloon was stripped, and under microscopic observations, a longitudinal rupture was noted in the balloon. No other functional testing was done. One photo was reviewed. The photo shows the inflation luer of the catheter being connected to a syringe, and no other anomalies noted. No objective evidence of balloon rupture can be noted. Also, the photo contains the outer package which contains product details, which can be verified with the reported details. The submitted photo doesn¿t show any specific anomalies. However, in the sample analysis of the returned device, fiber disturbance/frayed fibers were noted at the proximal end of the balloon during the visual evaluation and during the microscopic observation, a longitudinal balloon rupture was noted. Therefore, the investigation is confirmed for the reported balloon rupture and also confirmed for the identified unraveled fibers. A definitive root cause for the reported balloon rupture and identified unraveled fibers could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 01/2025) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure to treat the fistula venous stenosis, the pta balloon was allegedly ruptured longitudinally at 26 atm during the third pressurization. It was further reported that the balloon could be removed smoothly after the rupture. The procedure was completed by using another device. There was no reported patient injury.